Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer.

Event description:
It was reported that a patient underwent an unspecified spinal surgery at l5-s1. At the time of placing the cage, breakage was found on imaging. The cage was about to be rotated at that time. As no fragment dropped from the cage and no instability was seen with it, the concerned cage was placed as scheduled and the procedure was completed with less than 15 minutes surgical time extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.